Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the implant replaced in (B)(6) 2016 because the ¿battery folded over on her skin¿ and was not charging then. The patient stated this was due to bad placement. The indication for use was spinal pain. No patient symptoms reported.